Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pain: pelvic/ abdominal pain, dysmenorrhea (cramping),bleeding: general abnormal bleeding, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: pelvic/ abdominal pain, dysmenorrhea (cramping), bleeding: general abnormal bleeding, menorrhagia (heavy menstrual bleeding), migration, perforation: fallopian tubes. Product indication was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.